Event description:
Limited information was provided. Customer stated the duramatrix suturable product was used on a patient in 2019 (date and nature of procedure not specified). Patient was "reopened" on (B)(6) 2025 and there was a massive hole in the graft and csf was leaking out. No details surrounding this second operation were provided. Additional information was requested, including was the second operation conducted as medical intervention to address the csf leakage, what was the second operation performed, and current patient status. No further information has been provided. As it was confirmed intervention was required and a second operation was performed, this event is being reported.

Manufacturer narrative:
Quality assurance reviewed all processes associated with the reported event and confirmed all routine product testing were found conforming.

Event description:
Customer stated a hole in the duramatrix suturable product was observed and csf was leaking out. The graft was originally used on a patient in 2019 (specific date and nature of original procedure not specified). The patient had a reoccurring tumor, hence the need for a second procedure. The second procedure was a craniotomy performed on (B)(6) 2025 in which the patient was reopened. Csf was leaking out and a hole in the graft was observed during this second procedure. No information surrounding the patient status or further details surrounding the second procedure were provided. As it was confirmed intervention was required and a second operation was performed, this event is being reported.